Event description:
Boston scientific received information that this right ventricular, defibrillation lead may have contributed to high pacing thresholds 2 days post-implant. A lead dislodgement was suspected so the surgical procedure was repeated and the lead was repositioned successfully.

Manufacturer narrative:
All information suggests the lead remains in service. If further information becomes available, an updated report will be submitted.